Manufacturer narrative:
Monitor sn: (B)(4) was returned and evaluated. Monitor was fully functional and able to detect an arrhythmia and deliver full energy pulses. Response buttons were functional. Device evaluation of belt sn: (B)(4) has been completed. The reported problem (patient treatment) was confirmed. Upon receipt, the belt failed incoming testing. U708, a quad micropower op amp, was found to be out of tolerance. The cause of the out of tolerance component was unable to be positively identified. Per review of patient flag data, the failure likely occurred after the inappropriate defibrillation event, as the ECG recordings were clear until the device was removed. A review of the treatment event reveals that the patient received three inappropriate shocks. Svt contributed to the inappropriate defibrillation event. The response buttons were pressed intermittently throughout the entire event. The 118j pulse energy reading was likely due to the device being removed during the third shock, which is consistent with the patient's report that he had ems unplug the device at this time. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an unanticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient received three inappropriate defibrillations during the event. Supraventricular tachycardia (svt) at 202bpm contributed to the false detections. The first two defibrillations were full energy pulses at 150j, however, the monitor reported the third pulse to be 118j. The patient was reported to have been at his sister's house eating dinner, conscious, and pressing the response buttons during the event. It was reported that the patient had ems "unplug" the lifevest before the device delivered a third treatment. The patient was taken to the hospital by ambulance. The patient discontinued use of the lifevest and was not reported to have any physical ailments resulting from the inappropriate defibrillation event.